Event description:
It was reported that during an angioplasty procedure, a balloon rupture, and separation occurred. The target lesion was located in a heavily calcified distal superficial femoral artery (sfa) / popliteal artery. An unspecified sterling balloon catheter was advanced. The balloon was inflated and ruptured at unknown pressure. When the physician removed the device from the sheath, resistance was encountered and the balloon separated inside the sheath. Nothing was left inside the patient and the procedure was complete without incident. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).